Event description:
It was reported that the pump touchscreen was scratched, causing difficulties seeing the screen display and causing the touchscreen to be sluggish and unresponsive at times. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.